Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient presented to the emergency room with elevated blood glucose levels 40 mmol/l (720 mg/dl), presence of ketones, abdominal pain, shakiness, and fatigue. The mother reported that the child was feeling unwell prior to arrival. Initial management included administration of insulin via pen, IV fluids, and rapid-acting insulin at the hospital. At the time of reporting, the patient was in the hospital waiting room waiting to be discharged.